Event description:
A pt reported experiencing inaccurate low results with a ot ii meter. The pt's blood glucose results were 128 mg/dl versus 191 lab. Tests were done within 10 minutes with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.